Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of over 600mg/dl, associated with an alleged temperature issue. Reportedly, the patient resumed on the same pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the pump was hot to the touch and the battery was extremely warm. The patient stated they believe the temperature issue affected their insulin delivery. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a temperature issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-dec-2017 with the following findings: a review of the pump¿s black box and download history did not find any activity related to the complaint and there were no voltage fluctuations. The battery compartment and battery cap were intact and the battery cap could be fully tightened onto the pump. The pump powered on normally with no overheating or alarms duplicated during the investigation. The pump¿s ¿ez-prime¿ steps were performed correctly and all of the pump's electrical current draws were found to be within specification. During testing, the pump was tested for a minimum of 24 hours with no errors, alarms or warnings, overheating or power loss being duplicated. The investigation was unable to confirm the initial ¿temperature¿ complaint. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.